Event description:
A pt contacted lifecor customer suppport to report being awakened with the bonging alarm. The pt reported no messages were displayed on the monitor's screen so she removed the battery pack to change it, believing it was a low battery message. When a battery pack was reinserted, it would not start-up normally. It did not display the lifevest logo. Instead, it only vibrated her back and would not stop with the response button use. A review of the pt's donwload done the previous evening shows many "flash error detected" flags written. A replacement monitor was provided to the pt via same-day air.